Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that during a pelvic prolapse repair procedure using an uphold vaginal support system, the leg assemblies were placed through the sacrospinous ligaments. After the sleeve of the second leg assembly was cut, the suture and dilator were pulled. However, the tack weld would not break, and the leg assembly would not detach from the mesh. When the physician pulled the leg assembly a second time, the portion of the sleeve below the tack weld detached, along with the suture and dilator, outside the patient. The portion of the sleeve above the tack weld remained attached to the mesh, and was still lodged within the sacrospinous ligament. Nothing fell loose inside the patient. The physician subsequently removed the mesh from the patient, and the remainder of the sleeve came out with the mesh. The procedure was completed using another uphold vaginal support system, with no complications to the patient, who is reportedly fine post-procedure.